Event description:
A customer contacted beckman culter inc. (Bci) regarding erroneous troponin (accu tni) results that were generated by the access 2 immunoassay system for two (2) patient samples. Patient a: an initial accu tni result was 0.50ng/ml and 0.01ng/ml upon repeat. Patient b: an initial accu tni result was 0.67ng/ml. The sample was re-tested 3 times for accu tni and repeated results were: 0.75ng/ml, 0.57ng/ml, and 0.11ng/ml. Based on available information, an erroneous result for one of the 2 patients was reported out of the lab and amended. In addition, samples were tested on a different instrument and "believable results" were obtained. However, actual values have not been supplied. No death, serious injury, or change to patient treatment has occurred in conjunction with this event.

Manufacturer narrative:
Qc was performed prior to the event, and recovered within customer's expected range. A system check ran in 2007 met specifications. On the same day, at 09:08pm, wash arm motion errors were posted to the event log and based on customer update no troubleshooting was performed. A field service engineer (fse) was dispatched to the customer's lab: a) the fse ran a precision test on the patient sample in question and obtained failing results. B) the fse inspected the instrument and discovered damage to dispense probe #2 which caused a leak and an inadequate dispense of wash buffer. (Per fse, the leak was an effect of the wash arm failures). C) the fse performed repair of dispense probe #2 and the wash arm home sensor. D) the fse cleaned areas affected by buffer leakage. E) the fse ran a system check and qc, and all results passed. F) the fse verified repair per established procedures and results met published performance specifications. Hardware issues with warning events in the event log may have contributed to this event. A malfunction will be assumed for the purpose of this report.